Event description:
The customer reported falsely low cartridge chemistry (cc) results for three patient samples including aspartate aminotransferase (ast) and alanine aminotransferase (alt) results that were below 10 iu/l, magnesium (mg) with a value of 0.1 mg/dl, and other unknown results that were out of instrument range (oir) low involving the unicel dxc 800 synchron system. Beckman coulter advised the customer to wear proper personal protective equipment (ppe) prior to troubleshooting. The customer inspected the cc sample delivery system and observed fluid leaked at the cc sample syringe and/or cc sample t-valve. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The erroneous results were not released out of the laboratory. There was no patient consequence associated with this event. The customer was advised to reanalyze all patient samples back to the last acceptable quality control (qc) for results accuracy. Quality control was within specification prior to the event. The instrument was not in operation. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the cartridge chemistry (cc) sample syringe and t-valve and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.